Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# :unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had a pool of blood from where the incision was, and the wire pulled out a bit too. The caller stated that the patient normally felt stimulation and now they were not. The patient stated that it was still helping, and they were able to increase to 3v on the phone after being walked through the remote and were feeling stimulation during the call. The patient was redirected to their healthcare provider. No further complications were reported.